Event description:
This is a spontaneous report by a physician from (B)(4) of bacterial peritonitis with (B)(6), (B)(6) and (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in (B)(6) 2010, the patient developed bacterial peritonitis. On (B)(6) 2010, the patient was hospitalized (second hospitalization). The patient was treated with firstcin intravenous (IV) and sulperazon intraperitoneally (ip) (doses, frequency and routes were not reported). On (B)(6) 2010, the patient was discharged from the hospital. The outcome for event of bacterial peritonitis was not reported. Extraneal viaflex and dianeal-n therapies were ongoing. The physician stated the event of bacterial peritonitis was unrelated to extraneal viaflex and dianeal-n since the patient's unsterilized technique was suspected for the first event and (B)(6) detected the cause of the second event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.